Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 5.0 x 150 135cm mustang¿ balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and was replaced with another 5.0 x 150 135cm mustang¿ balloon catheter. The procedure was completed after additional dilatation was performed with a peripheral cutting balloon. No patient complications nor injuries were reported.